Event description:
Initially the customer contacted baxter's technical service center regarding an unrelated alarm, which occurred on the homechoice (hc) during use. The solution to this issue was provided over the phone. During the conversation, the caregiver (cg) stated the home patient (hp) "already had an infection from the last one". On (B)(6) 2011, follow-up information was received from the consumer. The patient informed that the reported infection was peritonitis, which resolved and he discussed the alarm with his nurse. It was not reported, if remedial treatment was rendered. The patient was continuing therapy without issues. On (B)(6) 2011, baxter product surveillance contacted the peritoneal dialysis nurse (pdn) requesting further information regarding the peritonitis event. The pdn declined to provide any information stating "I am sorry, but we do not give out any information". No further information is available.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed and the cause was not identified. A review of all batch record documents was performed for potentially associated lots with no issues noted during the manufacturing process. There were no deviations from standard procedure. Baxter will continue to monitor similar reports to determine if further actions are required.